Manufacturer narrative:
One 5.5mm healicoil rg sa anchor system was returned for evaluation. Visual assessment confirmed the reported breakage. Numerous threads of anchor have broken off. The broken pieces were not returned for evaluation. The anchors distal end is bent and cracked. Dimensional assessment is prohibitive due to the anchors condition. With the limited clinical details regarding patient bone quality and site preparation no root cause can be determined.

Event description:
It was reported that during shoulder arthroscopy,anchor broke while it was being placed. Broken pieces were removed and operation was completed with titanium anchor. No patient injury was reported.